Manufacturer narrative:
Evaluation of the provided photographs confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
When the nurse opened the implant to pass off to the scrub for implantation, it was noticed that the most inner container did not have a paper seal. The outer plastic container did have the paper seal and was fully intact.